Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. No anomalies were found upon visual inspection except for procedural damage.

Event description:
It was reported that the patient presented for a pacemaker implantation on (B)(6) 2023. During the procedure, it was noted that the right ventricular (rv) lead exhibited an inability to capture or pace, and multiple attempts to change the position of the lead were unsuccessful. The lead was not used and was replaced. The patient was in stable condition.